Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker replaced the device's system controller pcb assembly and user interface to stack flex cable. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system controller pcb assembly and was unable to determine a further root cause for the reported issue.

Event description:
The customer contacted stryker to report that their device has a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.